Event description:
Several clinicians noted that when they tried to place their fitted n95 surgical masks they found that the mask had a loose fit around the outer perimeter and nose section of the mask. All clinicians had been specially fitted for the n95 mask. Central supply received complaints from several users of the mask. Manufacturer notified and confirmed that the newest lot number was incorrectly sized and out of specification. All masks with affected lot number removed from inventory. These masks are used in high risk areas and isolation rooms.======================manufacturer response for health care particulate respirator and surgical mask, n95 (per site reporter).======================manufacturer removed affected lot number and will follow up with our materials group.what was the original intended procedure?access to isolation rooms and sterile procedures.